Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the device was interrogated the battery voltage was fine, but the longevity stated, "less than 6 months, but greater then 1 year". The device remains in use. No patient complications have been reported as a result of this event.